Manufacturer narrative:
This device is expected for return. This report will be updated when device analysis is completed. (B)(4).

Event description:
It was reported that the patient felt unwell, and was hospitalized. It was observed that the device went into safety (security) mode, and subsequently was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Please note: additional review of this event revealed that this was previously reported under bsc reference # (B)(4). For any further information, including device analysis results, please see the report listed under this reference number.

Event description:
It was reported that the patient felt unwell, and was hospitalized. It was observed that the device went into safety (security) mode, and subsequently was explanted and replaced. No additional adverse patient effects were reported. Please note: additional review of this event revealed that this was previously reported under bsc reference # (B)(4). For any further information, including device analysis results, please see the report listed under this reference number.